Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n398017, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n393296, implanted: (B)(6) 2013, product type: accessory. (B)(4)

Event description:
It was reported that the implantable neurostimulator (ins) battery was not holding a charge; charge was only lasting 1 day. Since (B)(6) 2015, she had to charge her ins every other day. When asked if she had made any program changes, she noted being on program b but had tried program a and f. Program f was too painful to use, so she stopped. This was noted to be a sudden change in therapy/symptoms. The patient experienced overstimulation when she used program f. She felt pain in her neck. This occurred in (B)(6) 2015. The patient noted her doctor being gone. A manufacturer representative (rep) was going to meet with the patient on (B)(6) 2015. Follow-up was not required.

Event description:
Additional information from the patient reported she saw someone at the pain clinic and she was told to go to neurosurgery (B)(6) 2015. Troubleshooting was done by the manufacturers representative at neurosurgery. The stimulator was holding a charge. They took off program f.

Event description:
Additional information from the manufacturing representative reported that the patient's electrode configuration was adjusted. The patient discontinued program f. On the day of reprogramming it was concluded that the patient was getting pain relief and better stimulation coverage.